Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 78", "defib fault 79" and "defib fault 108" messages. Complainant indicated that there was no pt involvement in the reported malfunction.